Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins). It was reported that the patient returned today after receiving a replacement due to an old ins becoming detached after multiple falls. It was confirmed that a revision occurred on (B)(6) 2019. It was also noted that the patient had multiple falls but only recalled her latest one which was 3 weeks ago. There were no further symptoms or complications reported or anticipated.